Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation surgery with a 450cc mentor memorygel breast implant on the left breast, suffered sever pain and capsular contracture IV, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020, and it was discovered that the implant had a gel bleed.